Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse contacted a technical support representative requesting a replacement cycler due to the device making a loud grinding noise during treatment. During the call, it was reported that the peritoneal dialysis patient was currently in the hospital. Per the patient¿s peritoneal dialysis registered nurse, the patient was non-compliant with their treatment which resulted in medical complications. The non-compliance was further specified as the patient was not sticking to their prescribed regimen and would not complete their treatment. The patient was subsequently hospitalized for the unspecified symptoms and complications. It was also reported that the patient¿s had pre-existing medical conditions that were not related to peritoneal dialysis therapy. The patient was provided peritoneal dialysis therapy while in the hospital. Two days after admission, the patient was reported to have recovered from the event and was discharged from the hospital. The patient received a new cycler and was able to continue with their treatment without complications. Additional information was requested but is not available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical review was performed on the file. There is currently no documentation or indication that a fresenius device caused or contributed to a serious injury. Additionally, there is no allegation of a device malfunction that could cause or contribute to a patient injury. As there is no allegation or indication of a potential device malfunction related to the adverse event, a clinical investigation is not warranted. Should additional information become available, the necessity of a clinical investigation will be reevaluated.